Manufacturer narrative:
(B)(4). This report was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause was not determined. The lot number is unknown; therefore, a batch review was not performed. The home patient did report that the drain line was submerged in the toilet; it is unknown whether this contributed to the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product sample was not requested; the patient continued therapy with the actual product. Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check drain line alarm which occurred on the homechoice (hc) during initial drain. The hp stated that he set-up the machine and it primed okay. The technical service representative (tsr) advised the hp with troubleshooting. The hp confirmed the drain line was submerged in the toilet water. The tsr instructed the hp to move the line from out of the water and advised to place the drain in the toilet where it was not touching the water. There was no patient injury or medical intervention indicated at the time of the initial report.